Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a suspected infection, fever, sweating and pauses in heart rate. The implantable pulse generator (ipg) exhibited pauses and "not working correctly". The ipg system remains in use. No further patient complications have been reported as a result of this event.